Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On april 25 2025, the entire product kit is missing in the package. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, two electronic photos were provided for review. A product tray in which top of the packaging was torn, and back portion of outer product tray shows that there were no components. The manufacturing review states that, in the back of the outer packaging photo, the review through the transparent part of the tray showed that there was no internal packaging, the tray containing the components of the product was absent. Therefore, the investigation is confirmed for the reported component missing issue. However, the investigation is inconclusive for manufacturing, packaging or shipping problem as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the entire product kit is missing in the package. There was no patient contact.